Event description:
Customer reported that while the biomed was performing the 3000 hour pm procedure the air module started to smoke. The biomed replaced the defective air module, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturers specifications. Ventilator was returned back to service.